Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was an isolation transformer failure. After replacement the system functioned as intended. The system then passed the system checkout and was found to be fully functional. The transformer was returned to the manufacturer for analysis. Analysis found that when connected to alternating current, the returned transformer had no power. The line fuses were intact and functional and opening the transformer housing did not reveal any damage. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the system would not power on. The next morning the system was able to be turned on fine. After a case the site attempted to power on to the system to load some different scans and it would not power on. No fans or anything were heard. No patient present.